Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on november 19,2021. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date) . D9 (device availability - added date returned to manufacturer). G3 (date received by manufacturer) . G6 (indication that this is a follow-up report). H2 (follow-up due to additional information and device evaluation). H3 (device evaluated by manufacturer) . H4 (device manufacture date). H6 (identification of evaluation codes 10, 11, 3331, 213, 22). Type of investigation #1: 10 - testing of actual/suspected device. Type of investigation #2: 11 - testing of device from same lot/batch retained by manufacturer. Type of investigation #3: 3331 - analysis of production records investigation findings: 213 - no device problem found.. Investigation conclusions: 22 - known inherent risk of device. The affected samples were inspected upon receipt to show no visual anomalies. It was then built into a saline circuit and set up on a sarns drive motor. The rpm was set at 900 and ramped up by 300 rpm every ten minutes for one hour for a maximum of 2400 rpm. During each interval, the retention sample was observed for any running sound anomalies. No sound anomalies or abnormalities with the functionality were observed during the test. A retention sample from the affected sample product code/lot number combination was obtained and visually inspected with no anomalies noted. The retention was tested the same way and no sound anomalies or abnormalities with the functionality were observed during the test. The noise was not able to be replicated on the complaint or retention sample; however, the issue experienced by the customer is likely due to an abnormal interaction between the seal rotor and stator surfaces. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
The user facility reported to terumo cardiovascular that during prime, the centrifugal pump was noisy. The pump was removed, reinstalled with no change. No patient involvement. Product was changed out. Delay of approximately 5 minutes. Procedure was completed successfully.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available.